Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter and lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and reported that unable to pair transmitter with pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer has returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to verify transmitter communication or lost sensor alarm due to critical pump error. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 (line number 691 file number 39) fatal alarm confirmed in the history files on 06/28/2024 04:08:22.000 due to moisture damage to the pcb1 board and pcb2 board software error as per global logic analysis. Found moisture damage to the pcb1 board and pcb 2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and faded serial number label. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation. Was unable to verify transmitter communication or lost sensor alarm due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.